Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter eval could not reproduce the occurrence of system error 322. Review of this history log confirms the reported system error 322. Eval was unable to determine the cause. The upper and lower auxiliary components were the possible contributing components. The upper and lower auxiliary components were replaced.

Event description:
It was reported that a pump alarmed for system error 322. The customer has stated that there was no patient injury.